Event description:
In 2006, celsion received a complaint that stated "during the procedure, patient started bleeding from the penis and had difficulty placing catheter. Case was aborted". The patient's condition notes on the complaint stated "patient is fine." Despite the complaint statement that the patient was fine, celsion followed up by calling the treating physician on four days later. During this conversation, the physician reported that he had called in the complaint because he had a problem with a prolieve procedure on the event day. He started the procedure and had some resistance in placing the catheter in the patient's penis. After various attempts, he noticed that there was blood coming out of the penis so he aborted the procedure. He then did a cystoscopy on the patient and noticed there was some damage to the urethra at which time he admitted the patient to the hospital for a placement of a foley catheter. The patient was doing fine and was scheduled for a follow-up visit to the treating physician two weeks later. The physician said that he would send celsion a complete report on the patient's status at that time. Celsion called the physician the following day, to obtain information from this follow-up visit. During this call, the treating physician reported that the patient came in and he proceeded to do a cystoscopy to evaluate the patient's status. The physician noticed that there was a stricture in the urethra and used a guide wire to remove the foley catheter he had placed the previous week. Patient was doing fine and the physician said he would send celsion a complete follow-up report later that week.

Manufacturer narrative:
The component of the prolieve thermodilatation system involved in this event is the catheter. The catheter model number is m0068808050, and its catalog number is 880-805. This event was reported in two complaints, one each for two lots of catheters. These lot numbers and their expiration dates are 614033, expires july 1, 2008, and 614142, expires august 1, 2008. The catheters involved in this event are reportedly being returned but have not yet been rec'd by celsion. This reportable event is categorized as a serious injury because it involved hospitalization of the patient. Although the hospitalization was done primarily to resolve the patient's urinary retention, it is not clear whether the medical/surgical intervention that occurred was necessitated to prevent permanent impairment of a body function or permanent damage to a structure. Celsion is reporting this event as an MDR because the intervention may have been necessitated to prevent permanent damage or impairment. The catheters involved in this stent are reportedly being returned but have not yet been received by celsion. The manufacture dates for the two catheter lots involved in this event are as follows: july 2006 for lot 614033, and august 2006 for lot 614142. This code was entered because the instructions state that one is required. However, no conclusions have been reached yet because the evaluation has not been completed.